Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: thirty-five week pregnant patient with extensive deep vein thrombosis underwent suprarenal vena cava filter placement. Approximately one month post filter deployment, venograms showed subacute and chronic thrombus in the left popliteal and left common iliac vein. Approximately three months and ten days post filter deployment, filter retrieval was attempted but unsuccessful. Imaging showed the filter in the superior inferior vena cava with the superior portion being tilted and abutting the medial wall of the inferior vena cava. Approximately one year and four months post filter deployment during open abdominal surgery, direct repair of the retrohepatic inferior vena cava was performed and vena cava filter was removed without complications. Surgical pathology confirmed vena cava filter. Intraoperatively, several filter struts were appreciated perforating full thickness through the area along the retrohepatic inferior vena cava, additional perforation extending towards the spine, old clot in the filter, and the top of filter was outside the retrohepatic inferior vena cava. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter, removal difficulties, and perforation of the ivc. However, the investigation is inconclusive for migration. Per the provided medical records, the filter was reportedly implanted suprarenal in a pregnant patient. It is possible the patient's pregnancy affected the stability of the filter. The IFU states, "the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." Therefore, it is possible that patient and procedural issues contributed to the reported event. Per the provided medical records, the filter was also tilted. The tilted filter likely lead to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition precautions: - the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated, and migrated. The device was removed via an open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated, and migrated. The device was removed via an open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard meridian filter was deployed within the suprarenal inferior vena cava for a pregnant patient with deep vein thrombosis. Approximately three months post deployment, filter retrieval procedure was planned. The study showed the filter with the most superior portion and hook being tilted and abutting the medial wall of the inferior vena cava. Multiple attempts to retrieve this filter failed due to the most superior portion tilted and abutting the medial wall and most likely endothelialized. Unable to retrieve due to filter positioning. Multiple attempts were unsuccessful. A computed tomography scan was performed demonstrating the filter had a significant degree of tilt and perforation of the proximal and distal aspects of the filter. Around one year later, patient was planned for open surgery. Several filter struts were perforating full thickness through the area along the retrohepatic inferior vena cava. Additional zones of perforation extending posterior towards the spine. The top of the filter was totally outside the retrohepatic inferior vena cava. The filter was removed without complication. Therefore, the investigation is confirmed for tilted filter, retrieval difficulties, and perforation of the ivc. However, the investigation is inconclusive for filter migration. Per medical records, the filter was reportedly implanted suprarenal in a pregnant patient. It is possible the patient's pregnancy affected the stability of the filter. The IFU states, "the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." Therefore, it is possible that patient and procedural issues contributed to the reported event. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: - the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.